Event description:
It was reported that the remb sag saw was returned without customer complaint after they received their own handpiece back from repair. Upon eval at the MFR, it was found to overheat. There was no pt involvement, and no user injuries or adverse consequences.

Manufacturer narrative:
Upon eval, it was discovered that the link nut was loose and causing the device to overheat.